Manufacturer narrative:
(B)(4). The complaint device was not returned; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-01000 and 2134265-2015-01060. It was reported that automatic pullback failure occurred. The ilab ultrasound imaging system was used in conjunction with a coronary imaging catheter intended to visualize the unspecified lesion. During the procedure, motordrive unit 5(mdu5) will not pullback. It was confirmed that the mdu5 makes a grinding noise with no error code reported. The procedure was completed with the same device and no patient complications were reported.